Manufacturer narrative:
The device was returned to olympus for inspection. We could not identify the foreign material from the information provided. We presumed from the provided information that foreign material remained in the area for the device was returned to olympus without reprocessing at the user facility. Based on the results of the investigation, a definitive root cause cannot be identified of foreign matter remained in the device. The probable cause is insufficient cleaning and sterilization by the user. The event is detectable/preventable by handling the product in accordance with the following IFU: IFU states the detection method in tjf-q180v operation manual 3.2 inspection of the endoscope. IFU states the preventative measures in tjf-q180v reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope inside of the light guide lens has discoloration, adhesive around light guide lens has a chip, and the forceps elevator has foreign material. There was no patient involvement.